Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown product performance anomaly. Another crt-p was implanted to complete the procedure. Additional information has been requested but was not provided at this time. This crt-p has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown product performance anomaly. Another crt-p was implanted to complete the procedure. Additional information provided there was no product performance anomaly. The field representative confirmed this crt-p was explanted prophylactically. This crt-p has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown product performance anomaly. Another crt-p was implanted to complete the procedure. Additional information provided there was no product performance anomaly. The field representative confirmed this crt-p was explanted prophylactically. This crt-p has been returned and analysis completed. No additional adverse patient effects were reported.